Event description:
A customer reported receiving a minimum fill notification and was informed that there was no adverse impact to their blood glucose level. Initially, the customer attempted reloading the pump cartridge with less than the recommended 80 units of insulin, which required intervention. Technical support guided the customer to clean the pneumatic tap area on the pump and advised on proper loading techniques, which included using room temperature insulin. The customer successfully loaded a new cartridge following these instructions, resolving the issue.